Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("blood clots / unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual menstruation"), hormone level abnormal ("hormonal fluctuations"), mood swings ("mood swings"), memory impairment ("forgetfulness") and migraine ("severe migraines"). The patient was treated with surgery (underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, hormone level abnormal, mood swings, memory impairment and migraine outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, hormone level abnormal, memory impairment, menstrual disorder, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation"), device dislocation ("the implant in the rt fallopian tube was actually outside of the tube completely and was in her abdomen./implant had protruded through the right fallopian tube and was in her abdomen"), pelvic pain ("pain"), genital haemorrhage ("blood clots / unusual bleeding") and systemic lupus erythematosus ("lupus") in a 44-year-old female patient who had essure (batch no. 729920,752413,52413-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she does not underwent essure confirmation test". The patient's concurrent conditions included gerd and joint pain. Concomitant products included methotrexate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/experienced cramps prior to implant, but cramps became more severe and occurred more frequently after the essure was implanted"), menstrual disorder ("unusual menstruation/ unusual periods"), mood swings ("mood swings"), memory impairment ("forgetfulness"), migraine ("severe migraines"), depression ("depression"), fatigue ("fatigue"), arthralgia ("hip pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with folic acid, ibuprofen, tramadol, zolpidem tartrate (ambien) and surgery (endometrial ablation, hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, systemic lupus erythematosus, menstrual disorder, hormone level abnormal, memory impairment, fatigue, dysmenorrhoea and menstruation irregular outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain lower, mood swings, migraine, depression, abdominal pain and headache had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, memory impairment, menstrual disorder, menstruation irregular, migraine, mood swings, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. On (B)(6) 2017 plaintiff states that the surgeon informed her that the implant in the right fallopian tube was actually outside of the tube completely and was in her abdomen date(s) of insertion: (B)(6) 2011, (B)(6) 2011. She did not seek medical treatment for the following: depression, fatigue and hip pain. Manufacture date: 2010/03 expiration date: 2013/03. Manufacture date: 2010/06 expiration date: 2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation"), device dislocation ("the implant in the rt fallopian tube was actually outside of the tube completely and was in her abdomen."), pelvic pain ("pain") and genital haemorrhage ("blood clots / unusual bleeding") in a 44-year-old female patient who had essure (batch no. 729920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she does not underwent essure confirmation test". The patient's concurrent conditions included gerd. Concomitant products included methotrexate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 6 years 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual menstruation/ unusual periods"), hormone level abnormal ("hormonal fluctuations"), mood swings ("mood swings"), memory impairment ("forgetfulness"), migraine ("severe migraines"), systemic lupus erythematosus ("lupus"), depression ("depression"), fatigue ("fatigue"), arthralgia ("hip pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with tramadol, ibuprofen, folic acid, zolpidem tartrate (ambien), surgery (underwent hysterectomy to remove the essure device) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, hormone level abnormal, memory impairment, systemic lupus erythematosus, fatigue, dysmenorrhoea and menstruation irregular outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain lower, mood swings, migraine, depression, abdominal pain and headache had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, memory impairment, menstrual disorder, menstruation irregular, migraine, mood swings, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. On (B)(6) 2017 plaintiff states that the surgeon informed her that the implant in the right fallopian tube was actually outside of the tube completely and was in her abdomen date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Lot number: 52413 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube perforation"), device dislocation ("the implant in the rt fallopian tube was actually outside of the tube completely and was in her abdomen."), pelvic pain ("pain") and genital haemorrhage ("blood clots / unusual bleeding") in a 44-year-old female patient who had essure (batch no. 729920,52413) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she does not underwent essure confirmation test". The patient's concurrent conditions included gerd. Concomitant products included methotrexate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual menstruation/ unusual periods"), hormone level abnormal ("hormonal fluctuations"), mood swings ("mood swings"), memory impairment ("forgetfulness"), migraine ("severe migraines"), systemic lupus erythematosus ("lupus"), depression ("depression"), fatigue ("fatigue"), arthralgia ("hip pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with tramadol, ibuprofen, folic acid, zolpidem tartrate (ambien), surgery (hysterectomy), surgery (hysterectomy), surgery (underwent hysterectomy to remove the essure device) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, hormone level abnormal, memory impairment, systemic lupus erythematosus, fatigue, dysmenorrhoea and menstruation irregular outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain lower, mood swings, migraine, depression, abdominal pain and headache had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, memory impairment, menstrual disorder, menstruation irregular, migraine, mood swings, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: patient has suffered from severe migraines¿for which she had no history of suffering prior to undergoing the implantation of essure. On (B)(6) 2017 plaintiff states that the surgeon informed her that the implant in the right fallopian tube was actually outside of the tube completely and was in her abdomen date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and medical record received:the event lupus, depression, fatigue, hip pain, dysmenorrhea, irregular periods, right fallopian tube perforation, abdominal pain, headaches, she does not underwent essure confirmation test added. Reporters,concomitant medication,lot number,events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.